Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient had draining slowly alarm and multiple air detected in cassette warnings. The patient cancelled treatment and found fluid leaking from the cassette and fluid in the pump module area. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient found that the cycler door was crooked. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient said there was no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer a visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensor check passed. System air leak test passed. Valve actuation test passed. The simulated treatment post-ast 2 hour and 15 minute 8500 ml test passed. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. Mushroom head check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient had draining slowly alarm and multiple air detected in cassette warnings. The patient cancelled treatment and found fluid leaking from the cassette and fluid in the pump module area. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient found that the cycler door was crooked. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient said there was no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.